Event description:
The customer reported a complaint that the autopulse platform (B)(6) displayed user advisory (ua) 12 (lifeband not present) message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed based on the review of the archive data but was not reproduced during the functional testing. The probable cause of the reported (ua) 12 message could be the lifeband not being fully inserted in the encoder spool shaft upon powering up the autopulse platform. No physical damage was observed on the returned autopulse platform during visual inspection. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date, thus confirming the reported complaint. Further review of the archive data showed the occurrence of the user advisory (ua) 45 error message, unrelated to the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. Initial functional testing failed due to the autopulse platform displaying a (ua) 45 (driveshaft not at "home" position after power-on/restart) error message upon powering up, unrelated to the reported complaint. The root cause was due to the driveshaft not being at the "home" position. To remedy the fault, the driveshaft was rotated to the "home" position. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was tested and operated as intended without (ua) 12 error message. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.